Manufacturer narrative:
Per the user's reference manual, the high fio2 alarm is disabled when the set fio2 = 100%. It is normal that the unit didn't alarm when measured value was 101% and set value was 100 %. This was explained to the customer's satisfaction. There was no malfunction of the ge equipment. Therefore, this event is not reportable.

Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, the unit didn't alarm when measured fio2 value was 101%. High fio2 alarm value was set to 100% . There was no reported patient involvement.